Event description:
As reported, during a laparoscopic hernia repair, the optifix device did not fire the fastener at first shot, deployed broken fastener during the second fire, the third fastener did not fixate correctly, and subsequent fasteners got stuck in device. It was reported that another device was used to complete the procedure, no loose fasteners were left inside the body, and no medical/surgical intervention was performed. There was no patient harm.

Manufacturer narrative:
As reported, the first fastener of the optifix device did not come out, second fastener came out broken, third fastener did not fixate. Review of photos of the used device provided finds for bent components at the distal tip. The failure modes reported are known result. The components most likely bent due to forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 525 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.